Event description:
Patient was administered primacin too quickly. Rn believes they set pump at 16.6cc/o but on routine pump check found at 500cc/o. Pump sent to bio-med department for check - no obivous defect found; then returned to MFR for further testing. No permanent pt injury, complains of dizziness and gas feeling.